Event description:
The facility reported an infusion pump with failure code 810:04 which occurred during biomed testing. The hospital rep stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or device programming.